Event description:
It was reported that tandem mobi pump repeatedly generated cartridge alarm 30, including alarms on multiple consecutive days and with consecutive cartridges, and the issue did not occur during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy, and technical support confirmed the alarm, verified warranty and software status, arranged shipment of replacement pump, and instructed customer to place pump in storage mode and return it within 10 days while also advising customer to re-enter pump settings and reconnect cgm on replacement device.